Event description:
It was reported that at implant, the lead caused phrenic nerve stimulation when it was pulled back to a more proximal position. The lead was unstable in the vein as the patient had a large and short postero-lateral target left ventricular branch. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.